Event description:
Customer reported, the system intermittently locks up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed high voltage calibrations. The system operates as intended.